Event description:
--

Event description:
Boston scientific received information that during a routine implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise and oversensing which was present on the electrogram (egm) during initial product testing it was noted that there was no external sources of interference during the procedure and the patient is not pacer dependent. The physican elected to remove and replace the device and lead. The products were returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, a thorough evaluation of the lead was performed and found the lead was electrically continuous. A visual inspection confirmed the entire lead was returned with a bent stylet was partially inserted. Additionally, blood and body fluid were noted in the lumen from a cut in the insulation and set screw marks were observed on the terminal pin. Analysis was unable to confirm the allegation of noise and oversensing observed at the attempted implant procedure.